Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 510 mg/dl. Customer treated their high blood glucose levels via insulin drip, insulin pump and manual injection. Customer¿s current blood glucose level was 222 mg/dl. Customer experienced ketones and was admitted to (B)(6) hospital at 8:40 pm. Customer performed the high-pressure test and the device passed. The insulin pump will not be returned for analysis.